Manufacturer narrative:
On 3/4/2021, a manufacturing record evaluation was performed for the finished device 6408817 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with a mentor memorygel breast implant 450cc and suffered from a right rupture and bilateral capsular contracture baker grade unknown on the right side and baker grade IV on the left side, bilateral breast deformity. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 450cc on (B)(6) 2021. This medwatch is for the left side.